Manufacturer narrative:
A field service engineer (fse) visited and decontaminated the ise system and replaced the flow cell electrodes and tubing. The sample syringe and sample probe were replaced as well. A clear root cause was not identified for this event. As of (B)(6) 2010, there were no more calls to bci hotline for this issue.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low sodium (na), potassium (k), chlorine (cl), and calcium (ca) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported outside the laboratory. Patient results were repeated and fell into the normal reference range. Patient treatment was not affected by this event.